Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v610502, implanted: (B)(6) 2011, product type: lead.

Event description:
The manufacturer representative (rep) reported that they were in a battery replacement case on (B)(6) 2016 and were observing that the lead looked to be cut. It looked to be on the outer plastic, but not the internal wires. The impedances were tested at 1 volt. All of the combinations were within normal range, except 0 & 1. It was 102 ohms at 210 pulse width and 107 ohms at 300 pulse width. The doctor decided to replace the lead. The new lead was placed without issue and had normal impedance values in all combinations. There were no associated symptoms. The patient's indications for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.